Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The customer states the power cord is broken. The unit was sent to a covidien service center. Upon triage, a service tech found the power cord has been cut and the ac-h, ac-n and ground all have exposed bare copper wires and is an electrical safety hazard.

Manufacturer narrative:
One scd (B)(4) compression system was returned for investigation for the reported condition of; power cord is showing copper wires. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was fully tested and passed all operational specifications. The scd 700 was manufactured in 2013. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment this information will be utilized for trending purposes to determine the need for corrective action.